Manufacturer narrative:
Follow-up #1: date of submission 3/12/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: testing was unable to duplicate ¿loss of prime¿ complaint. Black box shows evidence of loss of prime illustrated in loss of prime alarm due low non-zero force warnings. Returned battery cap and cartridge cap were used to complete the investigation. ¿ez-prime¿ steps were performed correctly, no warning or alarms occurred during the investigation, the product performs within specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)